Event description:
A customer contacted beckman coulter inc. (Bci) stating that the 10 psi regulator was leaking from the unicel dxc 600 pro synchron access clinical system.no operator exposure was noted.

Manufacturer narrative:
Customer technical support (cts) directed the customer to check the connections to the regulator. The customer indicated that the connections seem to be in place. The customer also indicated that the leaking stopped when the instrument was placed in a "stopped" state. A field service engineer (fse) was dispatched on (B)(6) 2011 and performed service on the instrument. The fse replace the di water canister float switch. Repair was verified per established procedures.